Event description:
It was reported the neurostimulator was removed the year prior to report because it never worked for the patient. It was noted they were meeting manufacturer representatives every day for programming and they could never get it right, it was always too high or too low. It was logged the ins was removed, but the lead/ paddle were still implanted. It was reported the patient wanted an MRI of their lumbar spine with and without contrast. Additional information received reported there was going to be a cervical MRI not related to device therapy. It was noted the lead still appeared to be in place, and capped. It was noted they also wanted a CT/cat scan. It was noted the ins was taken out and they thought the patient had issues with her system and it may not have been working. It was noted the neurostimulator was removed in (B)(6) 2012, the same day of implant. It was logged the patient had the system for so long that the wires intertwined in her so they weren't able to remove the lead.

Event description:
Additional information received reported that the healthcare professional (hcp) did a removal of the implantable neurostimulator (ins) only.

Event description:
Additional information received reported that the explant date was unknown. It was stated that the manufacturer¿s representative was not aware of any malfunctions. There was no further information available on the patient.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).